Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil was overtorqued at the connector region consistent with procedural damage. Unable to perform stylet insertion/removal test due to the overtorqued inner coil at the connector region. The cause of the reported event was isolated to the overtorque of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to advance in the right atrial (ra) lead. The ra lead was removed and replaced. The patient was in stable condition.